Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. During the procedure, the navigation system appeared to become inaccurate. The issue resulted in less than one hour procedure delay. There was no impact on patient outcome. No further information was provided.